Event description:
It was reported that the tip bearing of the extra long angled saber attachment heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have broken down lube around the bearings. Bearings that have broken down lube could cause or contribute to excess friction and heat.